Event description:
Power port needle broke at distal end of lock. No harm done. Rn de-accessed port and re-accessed with new needle. Manufacturer response for power port needle, needle powerloc max 20gx.75in (per site reporter). No response as of this report.